Manufacturer narrative:
The pump was received with motor error alarms during the rewind test and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the motor error alarm. No unexpected failed battery test alarms were noted during testing. The pump had a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown; her last recorded blood glucose value was 187 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, the customer wore the insulin pump during an MRI and received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.